Event description:
It was reported that the serial cable was faulty. The company representative performed troubleshooting. Troubleshooting did not resolve the problem. After the serial cable was replaced, the communication issue immediately resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.